Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported when using the bd vacutainer¿ blood transfer device holder with female luer adapter there was blood splatter/leakage or other sample leakage from device other than the non patient end needle/sleeve. The following information was provided by the initial reporter: translated to english. The customer stated: "blood leakage occurred with use of btd (364880). No further information was provided".